Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and mesh was implanted for apical support. During the procedure, there was injury to the bladder, resulting in a stent to the ureter being placed. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07237. The same patient is represented in each medwatch.